Event description:
It was reported that the customer called in a technical service engineer (tse) and stated that they were trying to use the erbe for a non da vinci case and the erbe was not turning on. The tse had the customer confirm that he followed the power cord to the wall outlet and they had. The site continued the case with an alternate energy device and would call back after the procedure. There was no reported patient injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
The technical service engineer (tse) had the customer follow the power cord to the wall. The field service engineer (fse) contacted the customer and was told that the generator had a bad power cord. No site visit was conducted. The system was working properly and no additional action was required. Verification of the event details via system logs cannot be performed at this time because the da vinci system was not being used for the procedure. No image or video was provided for review. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.